Manufacturer narrative:
Breakdown of 6 events is as follows: dc-cartridge tip cracked/damaged, 2. Dc-cartridge tip cracked/damaged,dc-device partially delivered, 1. Dc-haptic damaged,dc-stuck in cartridge, 1. Dc-lens damaged,dc-softip problem ,2. Unique identifier (UDI#): only a portion of the UDI is provided. Serial number of the suspect product: (B)(4), 1. (B)(4), 1. Unknown, 4. 2 investigations were completed, and 4 investigations are pending from this period. Breakdown of 2 completed investigations: unknown: cartridge crack, cartridge tip cracked/damaged. (B)(4), no product returned. The investigation concluded that the product met manufacturing release criteria. A review of the records related to the device including complaint trend and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained then a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
This report summarizes <noe> 6 </noe> malfunction events. The events were related to cartridge tip cracked/damaged. There were no patient injuries reported associated to the events.

Manufacturer narrative:
Correction: upon further review of the previously reported unknown lots for the initial 1mtec30 vmsr # 2648035-2021-00024, it was determined that the cartridge model for two of the unknown lots is pscst30. Therefore, the following corrections are effective. The initial 1mtec30 vmsr # 2648035-2021-00024 reported <noe> 6 </noe>. The correct information is <noe> 4 </noe> breakdown of 4 events: cartridge tip cracked/damaged 2 cartridge tip cracked/damaged, device partially delivered 1 haptic damaged, stuck in cartridge 1 section d4: serial number of the suspect product for unknown stated 4. However, the correct number is 2. Additional information: there are 2 investigations completed during this period. Breakdown of 2 investigations with respective serial numbers are as follows: 2 cartridge tip cracked/damaged the investigations concluded that product met manufacturing release criteria and no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.